Event description:
Per the clinic, the patient experienced an extrusion of the electrode array through the tympanic membrane, resulting in the decision to explant the device. The device was explanted (B) (6) 2010, and the patient was reimplanted with a new device during the same surgery. It was reported that the patient had a cholesteatoma, which was removed during the revision surgery.

Manufacturer narrative:
(B) (4)